Event description:
It was reported to boston scientific corporation that an orise proknife was used during an endoscopic submucosal dissection (esd) procedure in the sigmoid colon performed on (B)(6) 2021. The patient was discharged after the procedure on (B)(6) 2021. However, the patient was readmitted to another hospital on (B)(6) 2021 with post polypectomy syndrome (transmural burns, fulguration) and the doctor decided to perform surgery instead of conservative management (IV fluids and antibiotics). The patient underwent a transverse colon resection colostomy procedure. The patient had a heart attack during the surgery and died from cardiac arrest. The physician deemed the event not related to the device and probable related to the procedure.

Manufacturer narrative:
The patient's exact weight is 79.5 kg. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental emdr will be filed.